Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, while impacting the shell into the acetabulum, the threads broken and shell was no longer attached. There was no harm or health consequences to the patient. It was reported that no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4; b5; g3; h2; h3; h4; h6. Visual examination of the returned product identified the device had wear to the tip near the threads and to the junction location. The threaded tip had fractured and there is also damage to the remaining threads. Additionally the fracture surface visually aligns with zrm in which an overload fracture failure mode was identified. The complaint is confirmed based on the evaluation of the returned product. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.